Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of 272 mg/dl. It was reported that basal rates needed to be changed due to customer's blood glucose dropping. The reason for low blood glucose was not known but customer declined low blood glucose troubleshooting. Customer just needed assistance changing basal rates.